Event description:
It was reported that cardiac arrest and heart block occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the versacross connect system was used to perform transeptal puncture. As the physician was dropping down on the septum, the patient went into complete heart block. Cardiopulmonary resuscitation (CPR) was initiated, and a temporary pacemaker was placed. The physician decided to continue with the procedure, and the closure device was implanted. The patient was sent to the intensive care unit (ICU) post procedure. The patient is expected to fully recover.